Event description:
A patient in (B)(6) reported that they woke up with chest pain after using an icon CPAP humidifier while sleeping for approximately seven hours.

Manufacturer narrative:
(B)(4) fisher & paykel healthcare (B)(4) had originally requested that the complaint device be returned for evaluation, however 140 days have passed since we received this complaint and the device has not been made available. Our investigation was thus carried out based on a review of the information initially provided by the complaint because we have not received further information about the alleged event from the complainant since the initial report. Without receiving the complaint icon for evaluation and with insufficient evidence relating to the alleged injuries, we are unable to confirm the alleged injuries or investigate their cause.

Event description:
A patient in rhode island reported that the icon CPAP humidifier "began to exhibit a soot-like burning smell after use" that "all the water [in the chamber] had evaporated" and that they allegedly woke up with chest pain after using that humidifier while sleeping for approximately seven hours. The patient further reported that it was like a "heart attack pain" and that the :entire room smelled like soot which was bad for [pre-existing] emphysema". The patient reported that she visited her lung doctor the next day and that the "doctor stated there was lung damage", that her oxygen saturation allegedly dropped from its normal 94-96% level down to 89% and that she is now allegedly on increased medication including prednisone.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare for evaluation and we have requested additional information from the patient. We will provide a follow up report upon completion of our investigation.